Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). A pump failure was suspected because the patient was going into withdrawal. The pump was interrogated by a representative and was determined to be working. The patient was transferred to a higher acuity hospital where a dye study could be done. A dye study was planned. The patient weight at the time of the event was believed to be (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient was seen on (B)(6) 2017 in the emergency room. No surgery was performed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen via an implantable pump for intractable spasticity. The dose and concentration were unknown. It was reported that the patient was admitted to the hospital with "non-convulsive status epileptica". They believed it may have been due to a pump failure. They believed the patient was going through baclofen withdrawal. The hcp wanted to know if there was a local manufacturing representative that could come out to have pump checked. The reporting hcp did not work with pumps. The reporting hcp had already reached out to the managing hcp but was not able to get a hold of them. It was noted that the pump was not alarming. There were no further complications reported.